Event description:
A healthcare provider reported to intera oncology that an intera 3000 hepatic artery infusion pump was reported to be empty on (B)(6) 2022 and the physician made the decision to explant and replace the pump on (B)(6) 2022. After the explant, the following information was conveyed to intera leading up to the explant: "two weeks ago, the infusion team tried to access the pump but were not successful. They "'drew back' blood so they knew they were not in the pump. They sent the patient to fluoroscopy and the pump was accessed. This past friday (B)(6) 2022) they accessed the pump but it was empty. They injected 20ml's of injectable saline but nothing came back." The decision was made byt the healthcare provider to exchange the pump for a new pump. During the surgery, the surgeon discovered "a lot, like 50ml's" of fluid in the pump pocket. The surgeon stated that she believed the fluid was from a previous attempt to fill the pump.

Manufacturer narrative:
The device was returned (B)(6) 2022, however functional testing has not yet been completed. The device was visually inspected and determined to have scratches on the upper cover, indicating possible attempts to refill the device resulting in pocket fills. A supplemental MDR will be filed when the investigation is completed. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Added patient information and intera follow up at clinical site.

Event description:
A site visit was conducted by intera personnel after the device revision intera personnel ensured that the needle on the refill was fully depressed and was able to empty and fill the pump. Refill was able to successfully be completed, indicating that the previous inability to fill was likely related to pocket fill. No further complaint regarding fill has been reported.